Event description:
Event description guidant received information that during threshold testing, the clinician was unable to stop the output levels from decrementing despite selecting 'end test' on the programmer's threshold test screen. The output levels continued to decrement until loss of capture was noted at 0.7v, and this pacemaker-dependent patient experienced approximately 20 seconds of asystole, and syncope. The clinician attempted to stat pace with no immediate response, and then paged the clinic's emergency team. Eventually stat pacing was achieved, and the patient's rhythms stabilized. Later that day the patient was sent home without any additional intervention. The clinician stated they believed telemetry was lost during the period of asystole.